Event description:
It was reported that the user experienced a hypoglycemic event after pausing insulin during a shower and then resuming the ilet, after which the system delivered correction doses that were believed to contribute to a subsequent blood glucose of 62 mg/dl lasting approximately 10 to 15 minutes; the event was managed at home and treated with oral carbohydrate, and a use-of-device problem was noted. Education on appropriate hypoglycemia management and the 15-15 rule was provided and acknowledged. Symptoms included cloudy vision consistent with hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a use error related to not resuming insulin delivery after intentionally pausing, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user actions.